Event description:
As reported to coloplast, though not verified: on or about on (B)(6) 2018, patient underwent a surgical procedure to treat her stress urinary incontinence and vaginal prolapse, during which her physician implanted the coloplast altis mini single incision sling mesh and coloplast restorelle y-mesh. Patient subsequently suffered complications associated with the pelvic mesh products, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, exposure of the mesh to surrounding tissue/organs, and difficulty with daily activities. On or around on (B)(6) 2024, patient was advised by her physician, that her pelvic pain was due to erosion of the mesh and its exposure to her surrounding organs; however, due to the patient's other medical complications, including lupus, hypertension, poly-neuropathy, and heart valve leakage, among other medical issues, surgery to remove the mesh would be too difficult and risky to perform. As a result of the patient's medical history and health issue, patient has been informed that she will have to live with the pain and complications the rest of her life. The injuries, conditions, and complications suffered by the patient, which will continue to be suffered by the patient, include but are not limited to, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain. As a result of these life-altering and, in some cases, permanent injuries, patient has suffered and will continue to suffer severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, and discharge. This report captures the altis device.

Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.